Event description:
It was reported that during a stent procedure, after the stent was deployed, it was noted to have a slight narrowing and post-dilatation was performed. A dissection occurred at the location of the stent and a balloon catheter was used to treat the dissection.